Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: date of event - ni, device info - lot number could be u0201349 or u0261106 and expiration date ni, date implanted - ni, date explanted - ni, manufacture date ¿ ni. Corrective action was initiated to address the reported issue.

Event description:
It was reported that patient underwent an oral bone grafting procedure. Subsequently, the implant was removed due to non-integration.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Additional information received at zimmer biomet on (B)(6) 2018 stated that the implanted device may have been the following: reference rox20, batch t0281093, manufactured on 15th april 2014.  At this time, it is not possible to confirm whether the batch u0201349 (manufactured on 11th december 2014) or t0281093 (manufactured on 15th april 2014), was implanted on the (B)(6) of 2015. Howewer, in both cases, endobon product was placed within 18 months of manufacture, there is therefore no increased risk. Indeed, as per letter to customers:  if the clinician places a rox endobon product which indicates a remaining shelf-life of fewer than 18 months, the patient may experience soft tissue irritation, up to and including infection. If the endobon product was placed within 18 months of manufacture (i.e., has at least 18 months shelf-life remaining), there is no increased risk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.